Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported a right hip revision due to liner wear, pain, and disassociation of trunnion and head.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: not performed as device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted; I have seen the limited info for this patient with catastrophic trunnion failure with disassociation of the femoral head from the trunnion with substance loss on proximal trunnion as evident by proximal taper round-off. Additionally, there is significant osteolysis along both lower and superior cup rim, indicative for presence of an overload condition which may be mechanical or biological in origins. Metallic debris is certainly present in the joint space and may be responsible for this osteolysis. The event as such is thus confirmed but root cause of failure is less evident. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded " all-in-all, this case cannot be solved with the current information but requires more clinical and especially radiological information, preferentially with adequate pelvis and lateral x-rays of the involved hip." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, serial x-rays, operative reports, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Sales rep reported a right hip revision due to liner wear, pain, and disassociation of trunnion and head. Update: a review by a clinical consultant confirmed osteolysis around the tritanium shell.